Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The initial result was 0.118 miu/ml, which was not reported outside of the laboratory. The sample was repeated in a cup on the same instrument and generated a repeat result of 10000 miu/ml, accompanied by a data flag. The sample was auto-repeated with a 1:100 dilution and generated a result of 11407 miu/ml, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of hcg+b reagent in use was 16956305, with an expiration date of 01/31/2014. The field service representative could not determine a cause for the issue. He bleached and flushed the sipper probes, sample probes and reagent probes. He checked the probe stream and washes. He also performed a precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer's centrifuge time was too short and at too high g- force.